Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller in operating room (or) case and they are seeing high impedances with electrodes on lead. This is the 2nd new lead they've placed today as they were also getting high imped with 1st new surgical lead they had in place. Caller indicates lead paddle could have been exposed to saline (not sterile water). When testing imped connected to implant, caller reports seeing "red x" during connectivity check for electrode 4. With full impedance check, caller seeing >40k with electrodes 1 and 14. Other electrodes showing normal range in low 1000's. Tss reviewed this was likely temporary high imped and to watch for the high values to change / decrease. Technical services (tss) reviewed not to change out lead again as these impedances should normalize with time. Did not ask for required info since they were in or. Tss followed up with rep. Rep reported they ended up proceeding with the implant. The impedances did lower on two of the electrodes that were initially showing issues. They did not test stimulation with the patient after the procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165, serial: (B)(6), product type: 0200-lead; implant date (B)(6) 2024, b3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause was unknown. Patient was seen at follow up appointment. And impedances were all back to normal levels. Issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.